Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "efficacy of vonoprazan for the prevention of bleeding after gastric endoscopic submucosal dissection with continuous use of antiplatelet agents". The literature reported the result of 49 cases of the gastric endoscopic submucosal dissection (esd) procedures using an olympus model an insulated tipped (it) knife (kd-611l) and a coagrasper (fd-412lr) between december 2015 and june 2018. In the subject procedures, 1 case of post esd bleeding and 1 case of intraoperative perforation reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of the accidental symptoms known and the number of olympus devices used for the procedure, omsc is submitting 4 medical device reports. This is the 1st of 4 reports.